Event description:
The customer's family member stated that the second family member of the customer programmed a bolus of 0.6u, but the pump delivered 9.6u. The second family member immediately called the paramedics. It was stated that the second family member is very familiar with the pump and is certain that they delivered 0.6u. However, the bolus history showed a bolus of 9.6u. The pump was not dropped or bumped. The customer's doctor instructed the parents not to disconnect the pump from the customer.